Event description:
It was reported the patient had hydrocephalus. The hydrocephalus showed up during a routine cat scan to check the status of an acoustic neuroma that the patient¿s healthcare professional (hcp) had treated with a cyber knife about a year prior to this report. The reporter stated the acoustic neuroma was fine and not growing. The patient¿s hcp had requested an MRI, but it had not been scheduled at the time of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2014-22577.

Event description:
Additional information received reported the hydrocephalus and acoustic neuroma were not device related and the patient had a fluctuating recovery.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0101977v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).